Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had eleven months remaining longevity. The health care professional (hcp) wanted a review of the gas gauge. Boston scientific technical services (ts) asked if the outputs were high and the hcp said that the outputs were normal. The patient received a lot of shocks so the hcp was concerned with longevity. ICD remains in service. No adverse patient effects were reported.